Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support. The customer corrected the time and resumed insulin therapy. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. The customer's blood glucose level was 265 mg/dl. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.